Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient's wife stated on (B)(6) 2023 at 2:00am, the patient became incoherent and was not "acting correctly". During this time, the cgm was displaying 97 mg/dl. The patient wife provided the patient lemonade and 2 packs of glucose gel. She called 911 and when the paramedics arrived, they checked the patient's bg and it was 50 mg/dl while the cgm was still displaying 97 mg/dl. The paramedics treated the patient with glucose and IV fluids and was transported to the hospital. At the hospital, the patient was evaluated, had blood work and an electrocardiogram. The patient did not provide the results of the tests. The patient was discharged from the hospital at 5:00am the same day of the event. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred one day the sensor had been inserted in the abdomen. Around 2 am the patient experienced seizures and was incoherent, while the cgm was reading 97 mg/dl. The wife treated the patient with lemonade and an oral liquid pack of glucose and called 911. The ambulance arrived after 15 minutes and at that time the bg reading was 50 mg/dl and the cgm reading was still 97 mg/dl. The paramedics treated the patient with glucose an IV fluids and took the patient to the hospital. The patient couldn´t remember if there was any treatment provided at the hospital but they performed blood tests and EKG. The patient was discharged after 3 hours. At the time of the report the patient was ok. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. Product was provided for investigation; an external visual inspection was performed and passed however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).